Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed u-02 errors. Fse replaced erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found with significant number of u-02 and c-01 errors logged in artemis. Errors 2-8a, m-35 and m-32 were also found in artemis logs. Inspection during failure analysis process was able to replicate the reported event; unit attempted on system test, presented repeating u-02 errors on startup and returned to isi splash screen. Erbe logs were inaccessible due to u-02 condition. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) to report that the erbe was not working. They tried hard and soft power cycling but issue remained. Customer connected the back generator to the system. Tse reviewed log and found c-01 and u-02 errors. The procedure was completing as planned with no reported injury.